Event description:
It was initially reported that a catheter was confirmed as being dislodged. A revision was performed on (B)(6) 2011, and a new catheter was placed. It was later reported that the pt's trial was noted as being great with a reduction in tone; however there was no improvement post implant. The pt's pump was implanted on (B)(6) 2011. A catheter access port test and an x-ray had been performed. The pt's outcome was reported as being unk. The drug used in the pump at the time of the event was lioresal. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).